Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm embolization treatment using the echelon 10 45° pre-shaped tip microcatheter the microcatheter was punctured in the distal section. The surgeon was using a microcatheter to perform spring coil embolization for an aneurysm. After the microcatheter was shaped, the microguidewire was found to have escaped from the side of the microcatheter. The catheter was leaking in the distal section durin use. The procedure involved accessing the femoral artery, and the vessel tortuosity was moderate. The catheter was flushed as indicated in the instructions for use (IFU). The product was requested to be returned to the factory for inspection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was able to pass the catheter hub. There was no damage to the catheter hub.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0165¿ mandrel as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch and within an opened echelon-10 inner pouch. The unknown micro guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. A small amount of dried blood was found within the hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and marker band were found ovalized. The distal ~2.2cm of the micro catheter appears to have been shaped. The coating was found damaged (melted). The tip was found kinked proximal to the distal marker band. The catheter wall was found thinning and with a small puncture/rupture at the thinning/kinked location. Testing/analysis: the echelon-10 micro catheter total length (measured to the proximal marker band) was measured to be ~153.0cm, and the usable length (to the proximal marker band) was measured to be ~145.4cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the punctured location. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the kinked tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture with guidewire¿ and ¿catheter leak¿ were confirmed. Customer reported that the rupture/puncture was found following tip shaping. In addition, the coating was found melted, indicative of improper shaping. Possible causes of the damage/puncture are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping, or due to the kinking. The rupture/puncture would have occurred at the thinning location. H6. Coding updated based on the analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.